Event description:
A customer reported to beckman coulter (bec) that while running controls on the coulter act diff analyzer, they noticed that he red blood cell (rbc) bath was overflowing onto the counter under the instrument. The volume was reported to be approximately one cup of fluid. The rbc bath drain tubing may contain lyse, blood and diluent while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe), consisting of gloves only. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. No patient results were affected. There was no death, injury or effect to patient treatment in connection to this event.

Manufacturer narrative:
The bec customer technical specialist (cts) worked with the customer to determine the source of the leak. The cts had the customer clean the rbc bath drain line with bleach 4 times, rinse the bath with distilled water, ran startup and controls. All parameters met the specifications and the rbc bath drained properly which resolved the leak. Failure mode of this event was rbc bath obstructed with unknown material. (B)(4).